Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding and bruising event occurred. After the sensor had been inserted into the left side of the abdomen on (B)(6) 2021, the patient started bleeding from the insertion site. The sensor was removed, and the patient noted a ¿slice¿ in the skin. The area bled for 20 ¿ 30 minutes and because the patient is a post-transplant patient with platelet issues, she went to an urgent care for evaluation. The bleeding stopped by the time she arrived at the urgent care and sutures were not required. A kub (kidney, ureter, and bladder) abdominal x-ray was performed and was negative for a retained needle/cannula and internal bleeding. The patient was treated with an oral antibiotic (keflex) and sustained a hematoma (bruise) the size of a tennis ball. The patient has not used the dexcom system since the event. At the time of the report, the patient was doing okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.